Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a power on reset (por) condition on an implantable neurostimulator (ins) that was new and still in the box. It was noted that the issue was first noticed on (B)(6) 2014. It was stated that the ins was in overdischarge. It was noted that the ins was said to have been overdischarged because the ins was showing a por. It was stated that the outer seal on the ins packaging was broken and the hospital would not use the device. It was noted that the clinician programmer (cp) didn¿t show a code. It was noted that the por may be a ¿parity por,¿ but it was not confirmed.

Manufacturer narrative:
Analysis of the implantable neurostimulator, serial# (B)(4), found that the service life had started prematurely. Two recharge sessions were performed on the ins before arriving for analysis. The initial recharge session was performed on (B)(6) 2014 with good coupling (eight bars) observed. According to the trace report, the service life was started on (B)(6) 2014, was not used, and went into lock mode on (B)(6) 2014 and was not recharged until it was received for analysis on (B)(6) 2014. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.